Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler/cycler set and the serious adverse events of peritonitis which required antibiotic therapy. The etiology of the serious adverse events was not provided; therefore, causality cannot be established. However, the patient continued to utilize the same liberty select cycler/cycler set without any reported issues. Those individuals undergoing pd therapy (manual or cycler-based) are at high risk for infections of the peritoneum. Pantoea bacteria is commonly found on plants, flowers (such as roses), fruits, and vegetables and also in the oral cavity and feces of humans and animals. It should be noted that a lack of clinical follow-up precluded a more comprehensive investigation. Based on the limited information available, the patient¿s liberty select cycler/cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report of a fresenius product(s) and/or device(s) failing to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was diagnosed with peritonitis. The patient¿s discharge summary revealed the patient was diagnosed with peritonitis on (B)(6) 2025, after a peritoneal effluent fluid culture returned positive for pantoea (species not provided). The patient was treated with intraperitoneal (ip) ceftriaxone (dose, frequency, duration not provided) until (B)(6) 2025. Subsequent attempts to obtain additional clinical information (e.g., causality, follow-up culture, laboratory data) were unsuccessful.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was diagnosed with peritonitis. The patient¿s discharge summary revealed the patient was diagnosed with peritonitis on (B)(6) 2025, after a peritoneal effluent fluid culture returned positive for pantoea (species not provided). The patient was treated with intraperitoneal (ip) ceftriaxone (dose, frequency, duration not provided) until (B)(6) 2025. Subsequent attempts to obtain additional clinical information (e.g., causality, follow-up culture, laboratory data) were unsuccessful.